Manufacturer narrative:
Provided correct UDI. Updated to proper value. Device manufacturing date provided. Updated to proper value.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Missing lot number and UDI. Missing device manufacture date. No parts have been returned to the manufacturer for analysis. Parts not returned.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the driver was stripped and it was difficult to tighten screws. There was no patient present when this issue was observed.

Manufacturer narrative:
Correction: UDI is unknown due to lot number being unknown. Deleted.

Manufacturer narrative:
Additional information: device lot number provided.

Manufacturer narrative:
The driver was returned to the manufacturer for analysis. Analysis found that the shaft of the driver was not fully inserted into the handle. However, the hexagonal tip was intact and the shaft did not spin when tested. The driver was fully functional. If information is provided in the future, a supplemental report will be issued.